Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump also had a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot, a cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer indicated that it got wet due to swimming. Customer does not recall any other significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.